Manufacturer narrative:
Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation ge.

Event description:
A distributor contacted zoll on (B)(6) to report that a (B)(6) year old pt has open wounds that prevented the pt from wearing the lifevest. The pt removed the device and the pt's physician was aware. The pt used an antibiotic cream to treat the wound. Follow-up indicated that the pt's wounds were healing and no longer open.